Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample was carried out and a bent patient end of cannula was observed. No manufacturing related issues were observed. Based on the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm a the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution did not come out.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm a the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the user's report is that the drug solution did not come out.